Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual and microscope inspection did not find visible defects on the fiber body. The fiber passed the saline flow test and the connector segment verification. The fiber card data review identified that, no error messages were issued, the fiber was recognized and used. A soft joule limit was issued, which is not a failure. It is a courtesy message issued during the point at which any fiber removal from the console would invalidate further fiber usage. The fiber card indicates that the fiber is not expired. Therefore, the reported allegation was not confirmed. However, the hene (helium-neon) functional test identified that there was a fiber body break at 77 cm from the connector.

Event description:
It was reported that during procedure the fiber registered as expired on the console monitor, but the expiration date is on 01aug2027. The procedure was completed using another fiber. There were no patient complications reported. Laboratory analysis of the returned identified that the fiber body was broken.